Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2014), the lay user/patient¿s product(s) has been returned and was evaluated on (B)(4) 2014 and (B)(4) 2014 by lifescan product analysis with the following findings: the test strips involved with this complaint were tested and found to have failed for unknown error - error 4, and testing was unable to duplicate the error. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch verio iq meter was displaying an error (unknown) message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2014 ¿before 9.¿ the patient manages her diabetes with insulin (unknown type, self-adjuster). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated, 1 ½ hours after the alleged issue occurred, she developed symptoms of ¿shaky.¿ at 11:00 a. M. That same day, the patient self-treated with food and/or drink. At the time of troubleshooting, the customer care advocate (cca) walked the patient through a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.